Event description:
Tha was performed for revision surgery was performed on osteoarthritis of right hip on (B)(6) 2008. Revision surgery was performed on (B)(6) 2023 because of dislocation of the cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.